Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that review of episodes on the implantable cardiac monitor noted temporary undersensing. The device is still in use. The patient is enrolled in the monitoring in dialysis clinical study. No patient complications have been reported as a result of this event.